Event description:
It was reported that the patient experienced having to charge more frequently and the patient had less stimulation in their targeted areas. The patient then underwent a revision and the spinal cord stimulator (scs) implantable pulse generator (ipg) was explanted and replaced as a device upgrade. The leads remain implanted and service. The patient is recovering as expected. The patients charging issue has since improved.